Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial set screw appeared to be unresponsive on the implantable pulse generator (ipg). A different device was used. No patient complications have been reported as a result of this event.